Event description:
It was reported that the patient experienced a loss of pain relief. A catheter access port (cap) contrast study was done (B)(6) 2013; the result was reported as ¿failed¿. It was determined that the catheter was kinked and there was a buildup of scar tissue around the catheter. A catheter revision was done on (B)(6) 2013; the catheter was spliced. The patient recovered without sequela. The severity of the event was noted to be ¿moderate¿. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 590-9, n269592, implanted: 2010 (B)(6); product type accessory product ID 8590-8, lot# n244115, implanted: 2011 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).